Event description:
The nurse was preparing to start an IV line on a patient. She opened the IV catheter from the package and grasped the white shield to remove it. However, when she tried to remove the device, the IV catheter and the hub remained inside the shield. The remainder of the needle and needle guard came out. Staff retracted the needle and disposed of it in the sharps container. When examining the white shield, it appeared that the hub was crooked and shoved up against one wall of the packaging. Staff obtained another IV catheter to start the IV line. There was no harm to the patient or staff as a result of this event.